Event description:
This device was returned in response to a field corrective action (fca). The fca addressed the incorporation of a pressure relief valve into the hose assembly of devices manufactured before a design change that became effective on (B)(6) 2009. During pre-testing of the returned device, it was discovered that the device " operated with the safety engaged". The device was not used in surgery as the reported condition was discovered during testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The customer did not allege a malfunction. However, during pre-testing, it was observed that the device "operated with the safety engaged". (B)(4) evaluated the device and observed that the device did not meet manufacturing specifications. Evidence suggests this was due to usage wear over time. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).